Event description:
Night nurse had experienced first signs of the falling one touch problem during her shift. At 07:10, blood taken to check one touch after bolus dextrose 5 in water 1cc given by night nurse at 06:20. At 07:10 one touch = 27. Consequently, site rechecked, and extension tubing found to be leaking. Unsure if surrounding tubing also leaking, so it was checked thoroughly and found intact. Bed snuggly also found to be damp, and under-arm damp. One hour later, new triple connector attached.